Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was intermittently unresponsive. The customer's blood glucose level was 106 mg/dl. The customer declined to perform any troubleshooting for this issue. Reportedly, the customer would continue to use the pump for insulin therapy.